Event description:
It was reported to philips that there was trouble found with the heartstart xl defibrillator pacing operation. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.